Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for several days while connected to the test transmitter and test plug. No unexpected lost sensor alarm, cannot find sensor signal alarm, sensor signal not found, or sensor related errors noted. Device trace download analysis confirmed the device alarmed low battery. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the adapt graph and confirmed low battery alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button harder to press, unresponsive and stick. Customer reported that the insulin pump rejected new batteries and unexplained no insulin delivery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.